Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ nano insulin pen needle cap did not stay attached to the pen needle after use, causing the spouse of the consumer to sustain a dirty needle stick. No further information was provided. The following information was provided by the initial reporter: "spouse and consumer stated, the wife will prepare consumers insulin shots ahead of time. Stated, she attaches pen needle to insulin pen, removes inner shield, removes outer cover and will put outer cover back over the pen for husband to take his injection later. Stated, she puts insulin pen into a bag. Stated, sometimes she is unaware outer cover separated from the insulin pen so when she reaches into bag, she sticks her finger on patient end of needle. Dc- ci and stated that the cap of the needle does not stay on after giving her husband his injection. She states when she reaches into the bag, she gets stuck by the needle because the cap falls off."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ nano insulin pen needle cap did not stay attached to the pen needle after use, causing the spouse of the consumer to sustain a dirty needle stick. No further information was provided. The following information was provided by the initial reporter: "spouse and consumer stated, the wife will prepare consumers insulin shots ahead of time. Stated, she attaches pen needle to insulin pen, removes inner shield, removes outter cover and will put outter cover back over the pen for husband to take his injection later. Stated, she puts insulin pen into a bag. Stated, sometimes she is unaware outter cover separated from the insulin pen so when she reaches into bag, she sticks her finger on patient end of needle... Dc- ci and stated that the cap of the needle does not stay on after giving her husband his injection. She states when she reaches into the bag, she gets stuck by the needle because the cap falls off."